Manufacturer narrative:
Event date not specified. Date of this report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators screen was not switching on. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 08nov2019. Date of report: 12nov2019. Failure investigation was completed. The user interface liquid crystal display (ui lcd) was received for evaluation. Visual inspection of the customer returned ui lcd revealed no signs of damage or contamination. The ui lcd was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 30jul19. Date of report: 08aug19. Repair information was confirmed. The manufacturer's field service engineer(fse) performed troubleshooting and confirmed the reported issue. The fse determined that the display assembly was defective and needed to be replaced. The fse replaced the display assembly to resolve the reported issue. After this repair, the fse ran operational and safety tests. All tests passed. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.